Event description:
It was reported that a user experienced elevated blood glucose following a usual meal announcement while using the ilet system, with a peak around 220 mg/dl and subsequent downward trend, and the user expressed concern about insulin on board that was attributed to automated correction dosing and dynamic insulin modulation by the pump. Symptoms included hyperglycemia without reported acute complications. Outcomes included self-limited hyperglycemia that resolved to in-range glucose during the call, with no medical intervention or hospitalization. Investigation included technical support review and troubleshooting with user education on insulin on board, automated corrections, and expected pump behavior. Investigation of this case revealed normal device function with insulin delivery consistent with algorithmic responses to elevated glucose and no device malfunction identified. It was concluded that the event represented hyperglycemia with cause unclear and that the device operated as designed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.